Manufacturer narrative:
(B)(4). Analysis of the catheter revealed no significant anomaly, acceptable testing, catheter incomplete/returned in segments.

Event description:
Information was received from a company representative regarding a patient receiving gablofen 2000 mg/ml at 525 mg/day via an implantable pump. The indication for use was intractable spasticity. Per the reporter according to the patient's mother the patient was exhibiting withdrawal symptoms that started about 2 weeks ago, itching and irritable. The patient underwent a spiral CT one week ago that indicated a leak near the pump section. During the surgery the catheter was examined and no fracture or leak could be identified, regardless the physician decided to revise the pump segment to ensure that the catheter was patent. A section of the catheter in the pump pocket including the sutureless connector were trimmed due to a possible microfracture, and replaced with an 8784 revision kit. No diagnostics were performed other than the visual check of the catheter. It was also noted that the patient's dose was dropped to 248/mg a day due to a potential microfracture of the catheter. The issue was reported to be resolved at the time of the report. The patient status was noted as alive, no injury. It was also noted that withdrawal like symptoms could be related to something other than microfracture of the catheter. The patient recovered without sequela.